Event description:
On (B)(6) 2007 a female pt underwent a surgical procedure at (B)(6) to treat an anterior vaginal wall prolapse. The polyform synthetic mesh was used to treat the pt. On (B)(6) 2012 a complaint was reported to the polyform distributor in the united states that the pt suffered "serious bodily injuries" resulting from the implantation of the polyform product including "continued urinary incontinence, dyspareunia and mesh erosion." The pt is identified only as (B)(6), no further pt clinical data (eg. Pt age, weight, previous medical procedures) has been provided at this time.

Manufacturer narrative:
Eval - device was not returned for eval. Conclusion - inconclusive, investigation on-going. The device is a synthetic device made from polypropylene. Mesh erosion and dyspareunia are a documented risk associated with the polyform device - reference design fmea and polyform product insert - instructions for use.